Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
The patient had undergone a percutaneous coronary intervention 3 months ago. A xience prime 2.75 x 18 mm was implanted in the distal left anterior descending artery (dlad). On (B)(6) 2014 the patient was admitted to the hospital due to angina and restenosis was found. Another xience prime of 2.75 x 18 mm was implanted at the same lesion to treat the patient. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.